Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's cartridge tubings and infusion set tubings were not connecting. During troubleshooting, it was found that the customer was attempting to connect incompatible supplies. Customer's blood glucose (bg) was over 500 mg/dl. A manual injections was administered to address bg. Reportedly, the customer obtained compatible supplies and resumed insulin delivery.